Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ecr60g cartridge reload was received unfired. Upon further inspection the cartridge was noted to have 4 drivers out of position and missing making the reload non-functional. Although no conclusion could be reached on what caused the drivers to be out of position and missing, it is possible that the package was not opened using the sterile technique resulting in the drivers dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that before an unknown procedure, after the package was opened, it was found that the colored drivers were close to the metal sheet. Changed to a new reload to complete the procedure. There were no adverse consequences for the patient reported.